Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the leads migrated which was confirmed with imaging. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Block d2b: pro code (product code): qrb additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352500 model: sc-2352-50 serial: (B)(6). Batch: 7083729 UDI: (B)(4).

Event description:
It was reported that the leads migrated which was confirmed with imaging. The patient underwent a lead replacement procedure. Additional information stated that the patient is doing okay with programs. Nothing will be returned. No device malfunction was suspected.